Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer blood glucose level was unknown. It was also reported that contacts on the battery cap was neither missing nor damaged. Insert battery alarm did not displayed on the insulin pump screen. It was reported that the customer advised that insulin pump will need to be replaced and also advised to discontinue use of the insulin pump and revert to backup plan per health care professional's instructions. The insulin pump will not be returned for analysis.